Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument associated with this event, but the failure analysis testing has not yet been completed as of the date of this report. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided.

Event description:
It was reported that during a da vinci-assisted hartmann¿s reversal surgical procedure, the 8mm force bipolar instrument pin/screw was out farther than normal. The customer wanted it changed. They couldn't get out of trocar because the pin was out too far. So they had to pull it all out together and got another trocar and instrument to complete case. In order to get the trocar out, they had to use pliers and bend. The procedure was completed with no reported patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter to obtain additional information, however, no further details are available regarding the reported event.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the reported issue was confirmed. The force bipolar instrument was analyzed and found to have a bipolar distal clevis pin dislodged and pushed into the grip cable. This causes the grip tips not to move properly. The probable root cause is attributed to the manufacturing process. This pin can become dislodged and sticking out due to improper swaging